Manufacturer narrative:
Additional narrative: additional device product codes: (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent an unknown procedure. During the procedure, a locking screw was bent on back slap technique to close the fracture gap. Screws that were made of cobalt chrome were offered. The procedure was successfully completed with no surgical delay. The patient outcome was as planned. Concomitant device reported: nails: expert tibial (part number unknown, lot unknown, quantity 1). This report involves one (1) 4.0mm ti locking screw w/t25 stardrive 38mm for im nails. This is report 1 of 1 for (B)(4).